Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-mar-2022. This spontaneous case was reported by and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypogammaglobulinaemia ("hypogammaglobulinemia"), urticaria chronic ("chronic urticaria"), arthritis ("arthritis"), fatigue ("fatigue"), the first episode of peripheral swelling ("swollen limbs"), the second episode of peripheral swelling ("swollen limbs"), heavy menstrual bleeding ("intense and long irregular periods"), oedema ("oedema"), vitamin b complex deficiency ("vitamin b9/b12 deficiency") and dysmenorrhoea ("painful periods"). The patient was treated with surgery (hysterectomy and salpingectomy on (B)(6)2022). Essure was removed on (B)(6)2022. At the time of the report, the abdominal pain, hypogammaglobulinaemia, urticaria chronic, arthritis, fatigue, the last episode of peripheral swelling, heavy menstrual bleeding, oedema, vitamin b complex deficiency and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthritis, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypogammaglobulinaemia, oedema, urticaria chronic, vitamin b complex deficiency, the first episode of peripheral swelling and the second episode of peripheral swelling with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 11-mar-2022. The most recent information was received on 17-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), hypogammaglobulinaemia ("hypogammaglobulinemia"), urticaria chronic ("chronic urticaria"), arthritis ("arthritis"), fatigue ("fatigue"), the first episode of peripheral swelling ("swollen limbs"), the second episode of peripheral swelling ("swollen limbs"), heavy menstrual bleeding ("intense and long irregular periods"), oedema ("oedema"), vitamin b complex deficiency ("vitamin b9/b12 deficiency") and dysmenorrhoea ("painful periods"). The patient was treated with surgery (hysterectomy and salpingectomy on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the abdominal pain, hypogammaglobulinaemia, urticaria chronic, arthritis, fatigue, the last episode of peripheral swelling, heavy menstrual bleeding, oedema, vitamin b complex deficiency and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthritis, dysmenorrhoea, fatigue, heavy menstrual bleeding, hypogammaglobulinaemia, oedema, urticaria chronic, vitamin b complex deficiency, the first episode of peripheral swelling and the second episode of peripheral swelling with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.